Event description:
It was reported on august 2, that the selenia dimension logs show the vta moved upward after the c-arm was rotated from +45deg to 0deg. A field engineer examined the device and wasn't sure if it was caused by gantry electrical noise or a bad vertical travel potentiometer and harness. The field engineer replaced the vertical travel potentiometer and checked the potentiometer voltage on the vta control board, removed the wcj2 connector, measured into the harness the vertical potentiometer resistance, and tested functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.